Event description:
Boston scientific (bsc) received information that prior to an implant procedure, the above-referenced pacemaker device exhibited a battery low voltage warning message upon interrogation by the local bsc representative. As a result, the device was not used and was returned to bsc. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to bsc after the battery low voltage warning message was observed (pre-implant). Upon receipt by bsc, the device successfully passed all testing and the battery voltage was confirmed to have recovered to a normal level. A review of daily battery voltage measurements confirmed that the device experienced a temporary drop in battery voltage around the time of the referenced event on (B)(6) 2021, which resulted in the observed behavior. Exposure to cold temperatures prior to implant can result in a temporary drop in battery voltage. It is expected behavior for the battery voltage to subsequently recover and return to normal levels, as occurred with this device, once the device is removed from the cold temperatures. Bsc labeling instructs users to allow the device to reach proper temperature (0 degree c- 50 degree c) before using telemetry communication capabilities, programming, or implanting the device because temperature extremes may affect initial device function. In this case, it appears that the device was not stored in accordance to labeling which resulted in the reported field allegations.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.